Manufacturer narrative:
Concomitant medical product: 407645 lead implanted: (B)(6) 2015.

Event description:
It was reported that during a device replacement procedure, the physician was implanting the new device and "something snapped" with the chronic rv (right ventricular) lead. The physician decided to cap and replace the lead. During attachment of the new lead to the new device, the physician backed the setscrew out too far, dug out the grommet, recovered and reseated the setscrew, and applied medical adhesive in the grommet. All lead measurements checked out and the patient was discharged. The patient returned due to carealerts triggered due to low rv pacing impedance. Small r-waves were also reported. Lead perforation was suspected, in addition to a problem with the device connector. Follow-up for additional information has been initiated, with no response at this time. The new device and new lead remain in use. No further patient complications have been reported as a result of this event.